Event description:
Complaint was reported as: the staples were not formed correctly and the trigger did not return to the initial position after it was depressed. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not complete at the time of this report.